Manufacturer narrative:
Cynosure lutronic technology (clt) clinical team contacted the site to investigate the event. Clt clinical determined the event to be inconclusive. No patient injury was confirmed. Parameters used were within published guidelines. Clt clinical reminded site of proper protocol on how to remove tip from packaging and applying tip to handpiece. Xerf effector tip has not yet been returned for a device evaluation, but a photo was provided during initial communication. Surface damage was observed on the tip. Once tip has been returned and evaluated, a cynosure field service engineer (fse) can determine root cause. The event is reportable per FDA medical device reporting title 21 cfr part 803 since an observed malfunction occurred and could likely cause or contribute to a serious injury if the malfunction were to recur. We are reporting this as an initial MDR and will submit a final MDR once investigation has been completed.

Event description:
It was reported that site was hearing abnormal noises coming from tip while patient felt a burning sensation during a xerf treatment. Tip showed a dark area on corner of tip.